Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the motor was defective, rough running and seized due to improper maintenance. Maintenance was conducted and the device was returned to customer on (B)(4) 2013. This complaint is indeterminate. Placeholder.

Event description:
Customer reported the device collar was coming undone, disconnecting. This is report 1 of 1 for (B)(4).